Event description:
It was reported that during a da vinci-assisted hemicolectomy - left surgical procedure, an error had occurred prompting to disable universal surgical manipulator (usm) 4. After disabling usm 4, the system was power cycled to restore usm 4, but it did not respond. The site recovered the fault that occurred after power up and observed that the light emitting diode (led) on usm 4 was not lit. System logs confirm hardware faults 307 and 319 reported by the axes controller carriage (acc) in universal surgical manipulator (usm4), indicating that acc was not responding. The procedure continued using the remaining usms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and failed normal mode as it triggered 319 errors. The unit failed on a patient side cart (psc) fixture test platform (pftp) as it failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was reinstalled, and the errors returned. The unit was tested on a pftp with a new rolling loop fiber cable and passed direction test, lissajous, characterization, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Root cause of this failure is attributed to component failure.